Event description:
It was reported that the implant broke off during the surgery. The broken piece remains in the pt. No further pt info is available, and no add'l adverse consequences have been reported. This is the second of two reports submitted for this event. This device is used for treatment.

Manufacturer narrative:
The device has been received, and evaluation is in progress. A f/u report will be submitted upon completion of the investigation.